Manufacturer narrative:
H3, h6: a revision surgery of a rt-plus modular femoral component was reported following a aseptic loosening of the femoral component. Intraoperatively it was detected that the hinge joint was stiff. The femoral component, including the stem, used in treatment, was returned for investigation. The hinge joint is confirmed to be stiff. The femoral component shows a large dent on the shield, which most likely originated from the explantation of the implant. A material assessment could not confirm the presence of bone cement at the interface. However, without disassembling the parts, a final statement, why the rod is stiff cannot be made. The batch number is covered with bone cement, however, the chart sticks provided that information. The production documentation was reviewed. There are no indications that the part failed to match specification at the time of manufacturing. Furthermore, no additional complaint was reported for the batch in scope. A risk assessment showed that the risk is covered through the corresponding risk files in terms of failure mode, occurrence and severity. The IFU (lit. No. 12.24, ed 07/10) lists loosening and inadequate mobility as a possible side effects. A medical assessment was performed. As no x-rays were provided, the reported loosening of the implant cannot be independently be confirmed. However, intraoperatively it was noticed that the femoral part can be move slightly. Furthermore, the report that the coupling pin can only be moved with force can be confirmed. However, the root cause of the reported ¿blockage of the coupling pin¿ cannot be confirmed and it cannot be concluded that the reported event was associated with a mal-performance of the implant. Based on the available information, the relationship between the device and the reported event can be confirmed. The root cause of the issue is attributed to a known inherent risk of this device. There are no further actions taken. Smith and nephew will monitor this device for further similar issues. The devices will be retained.

Event description:
It was reported that, after the femoral component was implanted during a revision surgery performed on an unknown date on 2017 (cover under case - (B)(4)), the patient experienced aseptic loosening of the femoral component. A revision surgery was performed on (B)(6) 2021 to treat the adverse event. The femoral component and the insert were replaced during this procedure. No more details were provided regarding the event.